Event description:
A us distributor returned an electrode belt indicating that it had failed testing. The electrode belt was investigated.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed testing) was confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the site failure is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.